Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self-test. Insulin pump trace download analysis confirmed the pump alarmed power error alarms. The power management tool confirmed power error alarms was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. The power management tool confirmed was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, peeling end cap address label and slightly corroded battery tube.

Event description:
The customer reported via phone call that insulin pump got low battery alert prior to the replace battery now alarm. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.